Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increased thresholds were noted on the right ventricular (rv) lead which contributed to early battery depletion. The rv lead was explanted. No patient complications have been reported as a result of this event.